Event description:
It was reported that the patient presented in clinic for a follow up. Upon examination, the left ventricular lead was observed with high capture threshold. X-ray imaging showed the lead had dislodged and was pulled back into the coronary sinus. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events were lead dislodgment and unacceptable threshold. Final analysis found that as received, a complete lead was returned in one piece. The s-curve hump height was measured to be within product specification. The reported event of unacceptable threshold was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies except for procedural damage.